Event description:
On (B)(6) 2010, pt reported the infusion set self-adhesive does not stick properly. Pt has experienced this concern and elevated blood glucose for approximately 4 months. This led to hospitalization in intensive care unit for hyperglycemia and dka. Blood glucose elevated to 500 mg/dl. Target blood glucose is 80-120 mg/dl. Pt removed the infusion device while in the hospital and was treated with an insulin drip. Pt is not certain if the infusion site was the issue; she changed her site multiple times that day, but blood glucose continued to increase. Pt does not remember exact date of hospitalization. Pt states infusion sites come off following insertion, and this causes her "sugar to climb." After infusion site falls off, there is no adhesive left on skin. This occurs almost every day and pt is changing her infusion site 2-3 times per day. Pt cleanses area with an alcohol wipe and does not use lotion on or around the site. Pt lives in an area with a high humidity index. Pt was unable to provide lot number or expiration date of product. Infusion sets were replaced and pt was sent complimentary adhesive dressing and insertion device. Alleged infusion sets have been discarded and will not be returned for evaluation. Follow-up was completed. Pt reports insertion device and adhesive dressing "helped drastically," and her blood glucose is doing much better.

Manufacturer narrative:
No product will be returned for evaluation.